Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. The leak was discovered during the setup phase of treatment. At that point in time, it was stated that solution was leaking from a line that had not been clamped. The patient closed the clamp, cleaned up the solution, and then proceeded with their treatment. During dwell four of five of that treatment, the patient received a supply bag lines are blocked alarm. It was noted that the supply bag was empty. The technical support representative explained the alarm to the patient. Upon being notified of the leak, the technical support representative had the patient cancel their treatment and check for solution within the cycler. The patient verified that no solution got on or in the cycler. The cassette used at the time of the leak was discarded. Upon follow up with the patient¿s nurse, it was verified that the patient did not experience any injuries or require medical intervention as a result of the leak. The cause and origin of the leak was unknown to the nurse. The patient was provided prophylactic medication following the leak as a precautionary measure. The patient has since been able to continue with peritoneal dialysis therapy on the cycler without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.